Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no capture approximately one year ago. The patient¿s ejection fraction improved; therefore, the physician decided to program the device off. Approximately one year later, the patient went to the emergency room (ER) experiencing dizziness and a heart rate of 30 beats per minute. It was found that the patient developed complete heart block and required pacing. The rv lead was capped and replaced during the pacemaker implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).